Event description:
It was reported that during a laparoscopic procedure, the blade was broken off when the nurse wiped it outside the patient's body. As the blade was broken off outside the patient, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.